Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 instrument device was fired and some of the clips left the ligaclip improperly, by the side of the jaws. Another instrument was used to complete the case. There was no consequence to the pt.